Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to corroded motor home switch. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call to have received a motor error alarm during rewind. Customer's blood glucose was 69 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.